Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch test strips are reading inaccurately low compared to feelings/normal readings. This medical affairs specialist contacted the pt to clarify info obtained from the initial phone call on october 13, 2008. The pt claimed that the test strip peeling issue first occurred around the previous month. While the pt was using the subject test strips, the pt reportedly was obtaining blood glucose reading of "120-160 mg/dl," which the pt felt was inaccurately low. The pt reportedly decreased his insulin per the lfs meter readings. Sometime after the pt decreased her insulin per the subject meter readings, she had "sugar high" symptoms described as "blurred vision, feel hurt and excessive thirst". The pt indicated that the onset of the aforementioned symptoms began two days after she started to use the subject test strips the same day. The pt claimed that the duration of the reported symptoms lasted from that day to the following month, when she obtained a new lfs meter and test strips. When the pt tested her blood glucose on the new lfs products, she obtained blood glucose reading of "200-300 mg/dl", which reportedly correlated with her reported symptoms. When the pt went to the dr's to compare her two meters to the dr's meter, the pt reported blood glucose results of "159 mg/dl" with a subject lifescan meter, "305 mg/dl" on a new lifescan meter, and "275 mg/dl" on the dr's meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The pt's symptoms reportedly abated a few days after she began to increase her insulin per the new lfs meter readings. The p's diabetes medication regimen has not been changed for the past 1.5 years. During troubleshooting, the customer care advocate verified that the testing technique was correct, and the test strip peeling issue occurred after the pt inserted that test strip into the meter. The complaint is being reported because the pt claimed that she had symptoms that were suggestive of hyperglycemia after she based her diabetes treatment per the lfs product, which reportedly gave inaccurate low readings and had test strips peeling issues. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.